Event description:
The customer reported two (2) false negative results with the determine hiv-1/2 ag/ab combo assay performed on unknown dates. This MFR. Report addresses test two (2) of two (2). The customer reported that the tests were taken 18 days post-exposure and inquired if the results could be reliable. No additional testing results were reported. Although requested, no additional information including patient symptoms, treatment or outcome was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. E3, g2: the complainant did not indicate if they were the patient with the negative results or if they were calling in an hcp capacity on behalf of a patient. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. E3, g2: the complainant did not indicate if they were the patient with the negative results or if they were calling in an hcp capacity on behalf of a patient. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported two (2) false negative results with the determine hiv-1/2 ag/ab combo assay performed on unknown dates. This MFR. Report addresses test two (2) of two (2). The customer reported that the tests were taken 18 days post-exposure and inquired if the results could be reliable. No additional testing results were reported. Although requested, no additional information including patient symptoms, treatment or outcome was provided.